Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had defective cassette sensor. There was unknown patient involvement.

Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found that the downstream occlusion sensor (dso) seal was delaminated. Dso seal replaced, and calibrated dso. Performed performance verification tests (pvt), unit passes all testing criteria. Updated software. Unit reset to standard configuration.